Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received: lead was explanted and a new lead was implanted. Lead threshold values were stable. Device and remaining leads remains implanted. Patient was stable post procedure and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, loss of capture and lead dislodgement issue was observed. Lead dislodgement issue was confirmed via chest x-ray. Lead revision was planned. No further information available.